Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had problems for a long time, maybe six months ago. She couldn't hold her urine and was having to wear depends. She found out the battery was dead and got the battery replaced and she thinks they added another lead. The patient wanted to know why the battery didn't last that long, and it was explained that it depends on her usage and settings. No further complications were reported or are anticipated.